Event description:
It was reported to adac that when the user took an ap beam that is a ssd beam, copied and opposed the beam, and attached the pa beam to the pa iso, the field size changed to the default 10x10. When the user changed the wedge from 15-30 degrees, the orientation of the wedge went back to the default position. The concern is that the dose calculation may not be correct. No injuries were reported due to this issue.